Manufacturer narrative:
A non-conformance review was conducted for the reported lot (2332514064) and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported after two months of using the probe, the elderly man began to experience intense abdominal pain. After a medical consultation, the doctor found that the probe was punctured. Per additional information provided there was no medical treatment provided for the intense abdominal pain. To resolve the issue, the device was replaced.